Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported physical resistance appears to be related to user technique/procedural circumstances due to difficult visualization. A definitive cause for the reported tissue damage, however, was unable to be determined. The reported additional therapy/non-surgical procedure was a result of case specific circumstances as an additional clip was implanted to treat the mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the second clip delivery system, tissue damage occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was deployed without issue and the mr was reduced to 1-2. The second clip delivery system (cds) was advanced to the mitral valve to be placed lateral. After advancement into the left ventricle, the clip became caught on the chords. Standard troubleshooting was performed and the cds was retracted back to the left atrium. Leaflet grasping was performed with some reduction in mr; however, after the clip was deployed, the mr increased to 3 and there appeared to be a lateral gap. It could not be confirmed if the increased mr was due to chordal damage or a leaflet tear. A third clip was implanted for mr reduction. A total of three clips were implanted, reducing the mr to 2-3. The patient was confirmed to be clinically stable post procedure. No additional information was provided.